Event description:
It was reported to our country representative in the (B)(4) that there was a vns patient with a lead break based on attaining high impedance on diagnostic testing. No event was reported to have caused the lead break. No x-rays are available. The patient will be sent for surgical revision.

Event description:
Additional information was received that no surgery is planned at this time. Device disabled on (B)(6) 2012. Programming history was received and reviewed.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.